Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes, chapter 11 / page 115. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged; signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient received medical intervention due to an infection at the infusion site. The patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the site was red, with puss. The health care professional advised he would be sending prescriptions for antibiotics to the pharmacy, but the names were not given. The patient was prescribed a topical cream and an oral antibiotic.